Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05660; 0001825034-2018-06415; 0001825034-2018-06420. Concomitant medical products: vanguard cr ilok fem-lt 70, item# 183032, lot# unknown; vngd cr tib brg 12x79/83, item# 183462, lot# unknown; biomet cc I-beam tray 79mm, item# 141225, lot# unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. It was determined that the issue was procedure related and the issue is not abnormal to the procedure. No device failure was detected. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial left total knee arthroplasty and subsequently the patient was noted to have overnight hospital stay due to weakened dorsi flexors and plantar flexors. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.